Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 3 months. A correlation between the device and the reported event could not be conclusively determined. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2015. The cause of expiration was unknown. The patient's family found the patient down at home unresponsive. Ems was called, who in turn called the medical examiner (me) and the patient was pronounced at home. It was reported that the pump was functioning as expected and no alarms were coming from the system controller even after the patient was pronounced dead. It was reported that the pump and all other equipment would not be returned to the manufacturer for evaluation and that log files would not be provided.